Event description:
It was reported that a patient underwent a very complex, open repair of a parastomal hernia defect with multiple abdominal wall defects on (B)(6) 2010. There was extensive dissection from one kidney around to the other kidney for this procedure and a large piece of mesh was required. Prior to use, the mesh had about an inch cut off. This piece was quite vigorously manipulated and sutured to the patient and while tacking the mesh into place, it delaminated completely, with the orc separating from the mesh. The surgeon persevered with this mesh and due to the size of the defect, introduced a second piece of mesh. Both pieces of mesh were sutured into the patient. The delaminated layers were held together with sutures and there were no adverse patient consequences.

Manufacturer narrative:
(B)(4). (B)(4). Delamination. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2010-00385. The same patient is represented in each medwatch.